Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responsive. The device was reported to be outside of use at the time of the reported problem.

Manufacturer narrative:
The field service engineer (fse) went to the customer site and the touchscreen was not working. The fse calibrated the touch screen, and once completed the touchscreen was unresponsive. The fse went back to the customer site and replaced the touchscreen. The unit passed all necessary tests and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen part was returned to the philips product investigation lab (pil) for evaluation. The pil technician confirmed that the touchscreen was in a "totally unusable state" and that any touches on the screen were not being noted. Evaluation of the touchscreen was performed by the pil technician and a 2.5 kohm low resistance was noted between pin 3, which is tied to the wiper portion of the touch screen, and pins 1, 2, 4, and 5. All resistances between pins 1, 2, 4, and 5 in regard to pin 3 should be infinite. The low resistance noted between all of the pins (1, 2, 4, and 5) with pin 3 resulted in a voltage drop on all pins from 2.5v direct current (dc) down to 1.9 vdc. The 1.9 vdc noted at the pins was the reason for the non-usable touch screen. Additionally, the pil technician notes 3 deep scratches on the touchscreen, and these scratches were suspected by the pil technician to have caused the low resistance found during evaluation. Product UDI is corrected.